Event description:
Event description boston scientific received information that this right ventricular lead dislodged. The lead was explanted and replaced two days after the original implant procedure.